Event description:
A high glucose reading issue was reported with the use of an abbott diabetes care (adc) device. On behalf of the customer, a caregiver reported a high glucose sensor scan reading of 90 mg/dl compared to a reading of 42 mg/dl obtained on a competitor brand meter. It is unknown whether the customer noted a trend arrow on the device. The length of sensor wear is unknown. The results/comparison readings when plotted on a parkes error grid fall into the c zone, showing the difference in values to be clinically significant. The customer experienced symptoms described as feeling cold, sweating, and was unable to self-treat due to their symptoms. The customer was provided insulin (dose/type unspecified), sugar, and a glucagon injection for treatment by a non-healthcare professional. The customer was transported to the hospital and it is unknown if any further treatment was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device; however, at this time product has not yet been received. A valid serial number has not been provided. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that the product continue to be safe, effective, and perform as intended in the field. Stability data for the product was reviewed and showed no anomalies or non-conformances that could have led to the complaint. Tracking and trending reports for the past year was reviewed based on the product line and reported issue. No tripped trend was identified, therefore no further action was required. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.